Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal morphine 25mg / ml; 12 mg / day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and rs d/causalgia-complex regional pain syndrome. The event date was (B)(6) 2015. The patient experienced a sudden change in therapy/symptoms. The patient was admitted to the hospital (B)(6) 2015 for sedation and possible opioid overdose. The patient did not take any oral medication. It was not due to any issues with the pump. The plan was to follow up with the healthcare provider (hcp). The cause of the event, interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information from the company representative (rep) indicated that the patient was transferred to a second hospital, and the event had been resolved. The rep did not know what diagnostics were performed, if the cause had been confirmed, or if any actions or interventions were done at the hospital to resolve the event. A follow-up report will be sent if additional information is received.